Event description:
It was reported that this right ventricular (rv) lead had a slow rise in shock lead impedances measuring 104 ohms. Prior to the increase impedances measured in the 60s. Technical services discussed troubleshooting options and possible causes. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.